Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the forceps elevator has foreign material and the light guide lens is dirty due to inadequate cleaning / brushing. Based on the results of the investigation, it is likely that the inside of the light guide (lg) lens is dirty due to the lg-lens glue that peeled off by physical stress such as hitting/dropping distal end or chemical stress due to chemicals used, causing moisture invasion of lg-lens and corrosion. The event can be prevented by following the instructions for use (IFU): "detection method is described in IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Preventive measure is described in IFU: evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed. In addition to the foreign material found in the forceps elevator, the connecting tube had a scratch and a wrinkle, the forceps elevator was deformed; due to wear of the angle wire, the bending angle in the up and down directions, as well as the play of the up/down and right/left knobs were out of the standard value; the plastic distal end cover had a scratch, the light guide (lg) lens was dirty, the inside of the lg lens had corrosion, the universal cord had a scratch, and the adhesive on the bending section cover had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus senior field service engineer reported (on behalf of the customer and during on-site inspection), that the evis exera ii duodenovideoscope had wrinkles on the insrtion tube, and there was low angulation and free play in all directions. The event was found during maintenance; there was no patient involvement or reports of patient injury or harm associated with this event. The device was returned and evaluated, and the forceps elevator was found to have foreign material that was a yellowish/brown color. Additionally, the light guide lens had corrosion and was dirty. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.